Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a fall and the leads exhibited abnormal impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 to address the issue, wherein the leads were explanted and replaced. During surgical intervention it was revealed that the leads had fractured. Therapy was restored post-operatively.